Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her sensor readings are inaccurate, causing false threshold suspends on her insulin pump. Customer's current blood glucose is 93 mg/dl. She stated the sensor will tell her she is low when she is not. Yesterday, her sensor reading was 56 mg/dl, but her blood glucose was actually 93 mg/dl. Customer also reported sensor errors and calibration errors. Customer was advised or proper sensor insertion and calibration methods. She stated she will if the issue recurs for troubleshooting. Nothing further reported.